Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("uterine perforation"), fallopian tube perforation ("fallopian tube perforation"), device dislocation ("migration of essure to abdominal or pelvic cavity") and perforation ("other organ perforation") in a female patient who had essure inserted (lot no. C12702). Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. An unknown time later she experienced uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reaction"), headache ("headaches"), autoimmune disorder ("autoimmune reaction"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2022. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. Batch no c12702. Production date 2014-01-09 .expiration date 2017-01-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 15-mar-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("uterine perforation"), fallopian tube perforation ("fallopian tube perforation"), device dislocation ("migration of essure to abdominal or pelvic cavity") and perforation ("other organ perforation") in a female patient who had essure inserted (lot no. C12702). Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. An unknown time later she experienced uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reaction"), headache ("headaches"), autoimmune disorder ("autoimmune reaction"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). Essure was removed on (B)(6) 2022. The patient was treated with surgery (essure removal). Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. Batch no c12702, production date 2014-01-09, expiration date 2017-01-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 07-apr-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("uterine perforation"), fallopian tube perforation ("fallopian tube perforation perforation"), device dislocation ("migration of essure to abdominal or pelvic cavity"), perforation ("other organ perforation") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure inserted (lot no. C12702). Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective") and medical device monitoring error ("essure insertion & ablation performed concomitantly"). The patient had a medical history of smoker (who smokes 6 cigarettes a day), hypothyroidism, cervical dysplasia, joint pain, amenorrhea, menorrhagia and alcohol use. Has no latex or medication allergies. Nonsmoker. Concurrent conditions were listed as arthritis, painful intercourse, spotting vaginal, heavy periods, uterine fibroids, fibromyalgia, low back pain, right lower quadrant pain, dysmenorrhea, abnormal uterine bleeding, pelvic pain female and abdominal pain. On (B)(6) 2014, the patient had essure inserted. On unknown date she experienced uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage (seriousness criterion intervention required), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reaction"), headache ("headaches"), autoimmune disorder ("autoimmune reaction"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (. Laparoscopic bilateral salpingectomy, essure removal and endometrial ablation novasure). Essure was removed on (B)(6) 2022. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: we initially placed the micro insert into the right fallopian tube. It was difficult to deploy as their was debris was evident but once it had been positioned and released, it was evident that the device was in the proper place and the attachment coil could be seen just popping through the right tubal ostia. On the left, the tubal ostia was more easily identified and we, again, advanced the device into the fallopian tube. It was deployed leaving 3-4 coils dangling within the uterine cavity. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy] on (B)(6) 2016: the specimen is received in formalin, labeled with the biopsy of sigmoid. The specimen consists of two pieces of tan tissue measuring 0.3 and 0.6 x 0.2 x 0.1 cm [hysterosalpingogram] on 21-oct-2014: initial scout films showed well placed micro inserts relative to the fallopian tubes and the fundus of the uterus. Ejection contrast showed an obliterated uterine cavity with no evidence of dye in the upper uterine cavity or the fallopian tubes. It would appear that the tubes are completely blocked and that she has an almost totai asherman syndrome post ablation. Conclusion: successful sterilization and endometrial ablation obliterates the endometrial cavity [pathology test] on (B)(6) 2022: exact specimen source/clinical info: (a) right fallopian tube with essure coil. (B) left fallopian tube with essure coil. Gross description: a.the specimen is received in formalin labeled right fallopian tube with essure coil and consists of a segment of fallopian tube measuring 6 cm in length and 0.7 cm in maximum diameter. Fimbriated end is identified. B. The specimen is received in formalin labeled left fallopian tube with essure coil and consists of a segment of fallopian tube measuring 7.5 cm in length and 0.6 cm in maximum diameter. Fimbriated end is identified [ultrasound scan vagina] on 06-dec-2021: apart from a small uterine fibroid, no other cause for the patient's symptoms identified. Batch no c12702 production date 2014-01-09 expiration date 2017-01-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 27-mar-2024: medical record received. New event medical device monitoring error added. Lab data including (surgical pathology report) has been added. Medical history, concomitant conditions & new reporters are added. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("uterine perforation"), fallopian tube perforation ("fallopian tube perforation perforation"), device dislocation ("migration of essure to abdominal or pelvic cavity") and perforation ("other organ perforation") in a female patient who had essure inserted (lot no. C12702). Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). There was no information on the patients medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. An unknown time later she experienced uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reaction"), headache ("headaches"), autoimmune disorder ("autoimmune reaction"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2022. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.